Event description:
The drain was placed on the day of surgery following a radical cystectomy and ileo diversion. On 01-15-98, the surgeon attempted to remove the drain when it broke 2 inches below the skin marker (white line) leaving 12 inches of the drain in the pt's abdomen. The break appears to be "clean". The pt was returned to surgery to remove the remainder of the drain. The rptr states that the surgeon is "very experienced" and no suture material was used on the drain. The pt and his wife were very distressed by this situation.